Event description:
A malfunction was reported with the pump, identified by a malfunction code but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, with the malfunction not recurring afterward. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which the customer understood.